Event description:
The pt called lfs alleging that their one touch basic enhanced meter was calibrated low. The pt reported being taken to the hospital and taking their oral medication, while at the hospital. No other clinical information was provided. There is insufficient information to suggest that the pt experienced injury or medical intervention due to the meter. The customer service representative discovered that the pt had not been cleaning the meter according to the owner's manual. The pt was walked through properly cleaning the meter and through two consecutive check strip tests. Both check strip test results fell outside the specified range. A result of 60 was obtained on one check strip test; however, the acceptable range was not provided. The csr confirmed that the check strip was in good condition. Based on the information available, there is no indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Senior medical affairs representative mailed a letter since the pt could not be reached for further information.